Manufacturer narrative:
The cause of the ischemia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
It was reported that a patient was implanted with an impella cp. When using the access port, it was noted that there was no flow distal to the repositioning sheath and no pulses were noted in the right lower extremity. The decision was made to explant the impella related to this decreased flow. The impella cp was weaned to p2 and the patient was not on any pressors/inotropes. The patient survived the procedure.

Manufacturer narrative:
A4 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿